Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05358 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure there were intermittent rf delivery issues. The procedure was completed with the same rf 3000 radiofrequency generator and a leveen electrode. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.